Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, misread a sample barcode as "021m99260" instead of "021fm9260". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was injury was associated with this event.